Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Pre-implant the patient required intra-aortic balloon pump (iabp) support and two unspecified inotropic medications. The patient experienced multiple post-operative complications, including two returns to the operating room (or) for bleeding, acute kidney injury treated with hemodialysis, and multiple unspecified lines placed along with prolonged intubation. The patient exhibited a spike in white blood cell count, urinary tract infection, clostridium difficile and positive blood cultures for three weeks, confirmed to be candida tropicalis. Despite triple antibiotic therapy cultures remained positive. The patient also experienced a sternal wound dehiscence. The patient experienced a peak rise in lactate dehydrogenase (ldh) to 1565 u/l (date not specified). An echocardiogram revealed a larger ventricle with the aortic valve opening each beat. Ramp echocardiography was unsuccessful in unloading the left ventricle and a thrombus was suspected and presumed to be possible infectious material. The patient was taken back to the o.r. On (B)(6) 2014 for a full device exchange, washout and omental flap. A clot was visualized on the rotor along with infectious material that was found in the inflow cannula. Pathology confirmed the material in the inflow cannula was positive for candida tropicalis. Post pump exchange the patient¿s ldh level was the range of 300 u/l. As of (B)(6) 2014, the new pump was reported to be unloading the left ventricle. The patient¿s blood cultures were negative and the patient was extubated and without inotropic support. The patient is reportedly making slow progress, and remains on a fluconazole IV for candida treatment.

Manufacturer narrative:
The approximate age of device is: 2 months. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.